Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. DHR review show that no nonconformances were generated for these lots. The complaint reported cannot be confirmed. With the information provided, the root cause is unknown.

Event description:
The customer reported that on (B)(6) 2019, during a total shoulder arthroplasty revision surgery due to dislocation, the stem ( ID stem-0920-025-14) subsided and the doctor needed to go up a stem size as well as body and liner.